Event description:
It was reported by the hospital's biomedical engineer an increase in pressure sensor replacements on pump modules due to failure. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the hospital's biomedical engineer an increase in pressure sensor replacements on pump modules due to failure. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (fsa series pressure sensors), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d codes. H3 other text : not applicable. Device evaluated by bd.